Manufacturer narrative:
B5: additional information was received that the issue occurred after use on the patient.

Manufacturer narrative:
B3: event date unknown. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed a swollen downstream occlusion (dso) seal and scratched lens. Event history log confirmed ¿medium alarm displayed: motor service due¿ alarm message. Functional testing was able to replicate the reported issue. The root cause was that the motor had over 12 million revolutions. The motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a motor error. It is unknown if there was patient involvement, no adverse patient effects were reported.